Event description:
Found blood squirting from cracked hub of the indwelling blood gas sensor that goes into the uac. Uac clamped and sensor withdrawn. Pt condition not drastically changed. Reccurring problems with crack noted in luer lock connectors.